Manufacturer narrative:
The subject device was returned. Evaluation of the sample finds for the deformation on the input clutch gear teeth. Deformation of the gear is an indicator that excessive force was used while the device was in use. The reported event of broken fasteners deploying is likely the result of these forces. No manufacturing anomalies found. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of 700 units released for distribution in september, 2021. The precautions section of the instructions-for-use (IFU) supplied with the device states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue¿ and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and "care should be taken to ensure that the prosthesis (mesh) is adequately fixated to the abdominal wall. If necessary, additional fasteners and/or sutures should be used". The precautions (IFU) included with the device states "if the fastener does not deploy properly, remove the device from the patient and test the device in air to ensure proper fastener deployment". Sample evaluated.

Event description:
As reported, during an unspecified procedure on (B)(6) 2022, the surgeon attempted to fixate a mesh using a bard/davol sorbafix enhanced fixation device. As reported, the first deployed fastener was broken and was removed from the patient's body. It was reported that the second fastener did not fixate the mesh well into the tissue. As reported, another device was used to complete the procedure. There was no delay in completing the procedure and no reported patient injury/harm.